Manufacturer narrative:
(B)(4). It was reported that the peritonitis was manifested by general body weakness. On an unreported date, the antibiotic course was completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. On an unreported date, the patient began treatment with vancomycin (2 grams), fortum (1 gram) and amikacin (500 milligram) (frequencies and routes not reported) for peritonitis. The cause was unknown. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.